Manufacturer narrative:
The device is available for evaluation. It has not been received. The investigation is pending.

Event description:
The event occurred on an unspecified date involving a plum 360¿ infuser pump. It was reported that the customer had an issue where an infusion pump was placed in standby mode during a heparin infusion. The patient went almost 5 hours without the infusion, and they were trying to determine if the pump would have alerted the nurse at any point, a way to disable standby mode and just have a start or stop function. There was patient involvement. No reported patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A service history review was performed no nonconformities were identified. Updated information in d9.